Manufacturer narrative:
(B)(6).

Event description:
As reported via an anonymous voluntary medwatch report, a device fragment of a non-edwards device detached and was found on the edwards valve system during insertion, resulting in the edwards valve being deployed in the abdominal aorta. A 14f non-edwards sheath was used for transfemoral access for a transcatheter aortic valve replacement procedure. During final release of the non-edwards valve, the valve embolized into the aorta. A valve in valve procedure was attempted using an unknown 23mm edwards transcatheter heart valve, but a fragment of the non-edwards sheath was found attached to the valve system during insertion. The edwards valve and fragment were released in the abdominal aorta where the sheath fragment remained anchored in the patient's anatomy. A second valve was successfully implanted, followed by balloon post-dilation to reduce a paravalvular leak. The patient remained stable. No complications or further interventions were reported, and the patient was discharged four days later.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The edwards commander delivery system is not indicated for use with a non-edwards sheath for tavr procedures. The risk management documentation captures risks for indicated device use only. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The interaction of the delivery system with the non-ew sheath, which resulted in a fragment of the non-ew sheath becoming attached to the delivery system and then deployed in the abdominal aorta, was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. Furthermore, no abnormalities were reported during device unpacking or preparation. Per IFU, the commander delivery system with s3 family of valves is indicated only for use with the edwards sheath in the aortic and/or mitral positions. Use of a non-ew sheath is not indicated. In this case, dimensions of the non-edwards sheath may not be compatible with advancement of the commander delivery system and crimped thv, and interactions between the devices may have caused a fragment of the non-edwards sheath to detach during advancement and become lodged in the valve, as reported. As such, available information suggests that procedural factors (off-label use) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.